Event description:
On august 24, an amazon customer commented that the product was ineffective and false negative: every time a customer tested, it was negative, including three that had tested at doctor which read positive right before getting sick. The false negative made the reporter less careful about his/her family. The reporter said that it was a false assurance. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.